Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the patient had a long episode of low blood sugar early in the morning and was unable to walk due to weakness. When the patient took a fingerstick the blood glucose reading was 2.0 mmol/l and the cgm reading was 3.1 mmol/l. The patient was using an insulin pump with automatic insulin delivery during this time. Because of the symptoms, the patient called a friend for help, who gave fast-acting glucose. The cgm device gave several alerts with readings of 3.1 mmol/l at 12:02 am, 3.5 mmol/l at 1:30 am, 2.4 or ¿low¿ at 2:40 am, 2.3 mmol/l at 4:12 am, and 3.4 mmol/l at 4:40 am. When a second fingerstick was taken the blood glucose reading was 3.5 mmol/l. At the time of the report the patient was stable but felt tired due to lack of sleep. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.